Event description:
Dear srs, I had a strong allergy when using juvederm volbella - allergan to correct my tear trough. The event was held at the clinic (B)(6). The dose used was 0.7 ml, very little for the great reaction of the skin around my eyes. This reaction occurred 24 to 48 hours after application. I am writing so that problems like this do not happen again with other patients, and for that, a simple procedure would solve the problem. In such cases, physicians would be required to perform a short skin test and wait 48 hours prior to use in patients, and inform the patient of the each product risks, expiration date and trade name of the product and not only to say: "I will use hyaluronic acid". Here in (B)(6) many doctors omit information, and skin testing before applying, would reduce the volume of procedures and sales. After the event, I researched and discovered that some clinics like dr. (B)(6) reported the problem with juvederm volbella. (B)(6).I do not trust in allergan (B)(4), inform them and do nothing for me, it's the same thing. Sorry to be reporting an event outside your country, but here many things still work in the laws of proprina. However my case could help or minimize problems in future patients, including in the USA. Thank you so much (B)(6). Resume: my suggestion is that doctors should be required to perform a skin test and wait up to 48 hours before using this product. I just use 0.7 ml. If I had worn it on the whole face, I would have serious allergic complications. Sorry again. I don't speak english very well. How was it taken or used: transdermal. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: on (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: no.